Event description:
Intra-abdominal infection: a pt received one sheet of seprafilm on the incision post ileostomy closure in 2000. The pt was discharged in 2000. On post-op day seven the pt developed right sided abdominal pain. On post op day 10 the pt presented to the emergency room and was admitted with post-op intra-abdominal infection. A peripherally inserted control catheter line was inserted and pt received total parenteral nutrition and IV antibiotics. On hosp day seven the pt was switched to oral antibiotics. On 10 march 2000 the pt was discharged with instructions to take antibiotics for an add'l two weeks. On 27 march 2000 during follow up visit the pt denied pain or tenderness. The reporting physician stated that the pt recovered without sequelae and the event was possibly related to seprafilm. Add'l detailed info received 15-may-2000 specified the diagnosis as postoperative intra-abdominal infection confirmed by computed tomography scan. CT scan showed phlegmonous area near the stoma closure site without distinct collection. There was a small fluid collection left through the pouch through the pelvis but there was no inflammation around. There were no signs of intestinal obstruction.